Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle, during a liver biopsy procedure. Three other devices were also noted to have burrs (please reference 6000037-2001-00111, 6000037-2001-00112 and 6000037-2001-00113). Another device was used to successfully complete the procedure. The pt's condition is good. This device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated the device was test fired outside the pt. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event. The co's directions for use state: "before use: remove protective sheath and visually check stylet and cannula tip for any sign of damage. If any damage is evident, do not use or attempt to repair... Warning: test firing the needle without stabilization may damage the cannula tip. ... Do not leave the needle cocked with the springs under tension until ready to use."